Manufacturer narrative:
The impella device was not received from the customer as the patient passed away and the pump was not removed. Therefore, the investigation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient with right heart failure arrived at the cardiac catheterization lab from the intensive care unit on extracorporeal membrane oxygenation (ECMO) and ventilator. The impella rp was inserted. ECMO was decreased and working in conjunction with the impella rp flex. The nurse stated that the impella rp placement signal and pa signal were missing and that there could be a thrombus in the cannula. Hemoglobin had increased and decreases of flows were noted. Additionally, the patient developed hemolysis and due to intracranial hemorrhage, the patients care was withdrawn. The patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for hemolysis, low pump flow, stroke/cva, and placement signal issue. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. Thrombus can be observed in the body or on the pump upon explant. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined. On the 17th, placement signal was trending down as well as flows. The cvp is negative as well. There was spike in motor current around 8pm. Flows and motor current remained variable after the fact. At 8:45am on the 18th there were spikes in motor current and placement signal with small decreases in flow. Based on the timeline of the reported hemolysis and low pump flow, as well as with the data log review, the root cause of the hemolysis and low pump flow is most likely due to ingested biomaterial. The flow and placement signal are trending down. Flows and motor current are also variable. The 5s parameters are stable. Due to lack of product returned, and that is not enough evidence to determine if there is a volume issue or biomaterial influencing the optical sensor, the root cause of the optical signal issue cannot be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-27471. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.